Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on alongside battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, cracked case on corner of belt clip rails, missing display window/cover, cracked battery tube threads, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.